Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a laryngoscopy on (B)(6) 2023, the screen went black during the procedure. The surgeon was unable to scope, and therefore, had to intubate the patient using a glidescope, as the patient o2 saturations had decreased. There was no patient injury reported, other than a slight delay.

Manufacturer narrative:
Correction: this incident was deemed as "adverse event" due to the fact that the patient had to be intubated with a glidescope, as the patient o2 saturations had decreased. However, we previously submitted this medwatch only as "produt problem". We therefore will submit this correction now retrospectively. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation by the manufacture site :the primary cause of the issue was identified as user error. Specifically, the application of extraneous force during handling or operation led to damage in the soldering of the wires. This excessive force compromised the integrity of the solder joints, resulting in the observed malfunction of image and led light loss. This event is filed under internal complaint ID (B)(4).